Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed 2 episodes of non-sustained ventricular oversensing. Recorded tracings showed transient noise on the right ventricular lead. No programming changes were made at the time and the patient was discharged. The patient remained in stable condition throughout the event.